Event description:
It was reported that during a procedure to place a stent graft in the proximal sfa, the catheter broke at the tuohy. The procedure was for a lesion at the proximal sfa, and the approach taken was contralateral from the common femoral artery. An 8 f crossover sheath and a 0.035 guide wire were used for the procedure. There was no difficulty advancing to the lesion, except at the bifurcation which was tight. Once the doctor was at the intended site and tried to deploy the stent graft. The catheter then broke at the tuohy. The system was removed and the procedure was completed without difficulty, with another stent graft. No reported injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for eval to date. Based on the info received, the results of the investigation are inconclusive and the root cause is unk. This application represents an off label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The current IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.